Manufacturer narrative:
Patient weight is estimated.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2026 (related manufacturer reference number: MDR- (B)(4) the lead broke off due to scar tissue. Physician was unable to fully remove the distal portion of the lead. As such, a portion of lead remains implanted. Additional surgical intervention may take place at a later date to remove the remaining portion of the lead.